Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks. Results were 30, 35 and 49 mg/dl. Rptr stated that they did not feel that low. On follow up, rptr described an accurate technique of applying blood to the test strip, and stated that rptr checks the strip's confirmation dot. The rptr had never cleaned the meter or used control solution. No harm was alleged.